Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the architect i2000sr analyzer power supply switch was tripping. The power to the instrument was cycled, and the customer tried to turn it on but it still tripped. The heater bd on the power supply was reseated, the instrument turned on without tripping. The instrument was then turned off, the heater board returned, but power supply continues to trip. On the third time, the customer observed the bd, 36v module artesyn/astec ps (rohs) smells smoke and saw smoke. The customer turned off the instrument and uninstalled the bd heater. The instrument was turned on, no smoke was seen, and power supply switch did not trip. The ambassador visited the site and inspected the power supply. There were no signs of burnt components. The ambassador reseated the power supply boards and connections and performed minimum configuration on the power supply by removing the bd heater. Switched on power supply, the main power switch did not trip off. The instrument remained on for 20 minutes then was powered off. The bd heater was placed back and turned the switch on, which did not trip off. An error on the power board fault detected a blown fuse, which was replaced. The reagent barcode reader was inspected and connections cleaned. The instrument was reinitialized; controls were run and passed. There was no impact to patient management or user safety.